Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with normal operating currents and no unexpected failed battery test alarm or blank display noted. Power loss alarm, low battery alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the insulin pump alarmed low battery and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly. Insulin pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error alarm noted. Unit was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display. The customer changed the battery and resolved the issue; however, the insulin pump then alarmed with a power error. The patient's blood glucose at the time of incident was 144 mg/dl. During troubleshooting the customer confirmed that the power error occurred within one week of the previous instance of troubleshooting. The insulin pump will be returned for analysis.